Event description:
Event description guidant received information that during this implant procedure, this lead sustained damage during repositioning attempts. It was reported that the helix mechanism broke off and remains in the patient. A new lead was implanted without further incident.